Event description:
It was reported that a minimum fill notification occurred with multiple cartridges after the user filled the cartridge with 200 units of insulin during the load sequence. Reportedly, the customer loaded cold insulin into the cartridge. Reportedly, customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the customer experienced intermittent ongoing elevated blood glucose (bg) levels of 580 mg/dl; cause was unknown. Customer changed pump supplies, administered a manual injection, and used a new vial of insulin to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.